Event description:
A non healthcare professional reported that surgeon noted a small capsular tear adjacent to one of the capsular toric marks upon removing the laser-created capsulotomy during flap creation in the unknown eye of the patient during refractive surgery. The case was completed successfully with no anomalies observed during the actual laser treatment.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Specific product identifiers (serial number) were not provided and could not be determined at this time. The clinical application specialist (cas) was able to review her profile settings and compared them to those of the other surgeons (who also use this system.¿ there were no differences noted by the cas. Additional related information was requested but none has been provided. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).